Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient presented to the ER after feeling fatigued. It was further reported that the device was not pacing and was reprogrammed. Additional information received indicated that the patient was involved in an automobile accident about 1 to 1.5 months earlier. The patient stated he did "feel funny" at the time of the accident, but was unsure if it was correlated to the device or the result of the accident. No further patient complications were reported as a result of this event.